Event description:
Initial info was received from a consumer (B)(6) 2012: a female, pt, of unk age, treatment with poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date were not provided) no dosing info between (B)(6) 2011 to restore volume. I have several lumps on my nose and in between my brows from the sculptra. I have seen three plastic surgeons regarding these lumps and they all told me these areas have not been approved for injections. One physician injected the lumps with triamcinolone acetonide (kenalog), but to no avail. I also have itchiness over my entire face that began soon after the initial sculptra injections. No medical history or concomitant medications were provided. No further relevant info was provided.